Event description:
It was reported that during right ventricular (rv) left bundle branch (lbb) lead implant there was trouble slitting the catheter. The slitter came out and the physician then cut the catheter so that he could reattach the slitter to it. It was attempted to be slit multiple times but the lead and catheter were being mangled. The catheter and the lead had gotten kinked at this point and were not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during right ventricular (rv) left bundle branch (lbb) lead implant there was trouble slitting the catheter. The slitter came out and the physician then cut the catheter so that he could reattach the slitter to it. It was attempted to be slit multiple times but the lead and catheter were being mangled. It was noted that at that time "the blade was not in the slitter." It was uncertain if "the blade came out of the slitter, or if it was ever in there or if it got pushed back into the slitter." The catheter and the lead had gotten kinked at this point and were not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft on the hub of the delivery catheter was spiral slit. The mechanical operation of the catheter shaft was kinked/buckled. The catheter shaft was torn. The peeling/slitting/splitting was not slit on the center of hub of the delivery catheter. The mechanical operation of the catheter peeling/slitting/splitting was partially executed. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned in two pieces. Slitting did not start on the centerline on the hub of the delivery catheter. Slitting had terminated on the hub of the delivery catheter at 3.2 cm. Slitting restarted on the hub of the delivery catheter and terminated at 3.4 cm. The shaft of the delivery catheter was torn off at 6 cm. The shaft of the delivery catheter was torn at 6.4 cm, 6.7 cm, and 8 cm. Slitting had terminated on the shaft of the delivery catheter at 8 cm. The shaft of the delivery catheter was kink/buckled at 11.3 cm, 24.7 cm, 27.5 cm, 32.1 cm, 45.2 cm, and 46.4 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.